Event description:
International customer reported that the needle broke during a laparoscopic myomectomy. The procedure was converted to an open procedure to retrieve the broken needle fragment.

Manufacturer narrative:
Date sent to the FDA: 8/21/2008. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.